Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unk. It was reported 10 months post implant that the pt had a type I endoleak, due to migration of the stent graft. The physician implanted another MFR's aortic cuff, which resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.